Event description:
Upon removing autosuture versastep plus trocar, it was noted that a 10 mm x 5 mm piece of the plastic sheath was broken off the tip. Nothing seen on laparoscopic exploration of abdomen.

Event description:
Upon removing autosuture versastep plus trocar, it was noted that a 10 mm x 5 mm piece of the plastic sheath was broken off the tip. Nothing seen on laparoscopic exploration of abdomen.